Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer performed a supply change to address the issue. Additionally, it was reported that a minimum fill notification occurred. The customer declined assistance from tandem customer technical support regarding the issue. The customer's blood glucose level was 274 mg/dl.